Event description:
It was reported that during a surgical procedure, the handpiece showed an error, the handpiece was opened and manually wound broken black backstop tight to snaplock then recalibrated and homed, used only on speed mode. Upon inspection black hard stop broken from snaplock and will need to be replaced. No patient injuries reported beyond this event.

Manufacturer narrative:
The navio handpiece (part number 110137 / serial number (B)(6) ), used in treatment, was returned for evaluation. The navio handpiece displayed error and had broken snap lock nut during a procedure on (B)(6) 2018. The initial visual/functional investigation confirmed the broken snap lock nut. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time of the complaint provides no information regarding the broken snap lock nut. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to mechanical component failure. Per complaint details, the device malfunctioned during surgery. Based on the information provided, the user was able to manually wound the snap lock nut, recalibrate, rehome, and complete the case in speed control mode. There was a reported delay, however, there was no patient injury/impact reported; therefore, no further medical assessment is warranted at this time.